Event description:
It was reported that the flow rate is slow. There was patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified they have received one repair request before for this device, for the same issue. As a result of checking the event history log, it was found that there were no errors in the settings and no record of any alarms related to flow rate accuracy. Functional testing was performed and could not confirm the customer reported issue. The accuracy was within specification. The investigation was not able to determine the cause of the reported issue because there is no problem the pump accuracy, and it is not reproducible. The device passed all functional testing.